Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/17/2019. Additional information: d3, d10, g1, g2, h6. H3 additional investigation summary: 01 opened complaint sample unit was received along with sample foil, suture and needle for code nw2493/t9002. Suture was received in partially disintegrated condition, as the complaint sample received in open condition further investigation on complaint sample could not be performed except visual inspection. Complaint sample suture was visually inspected under 10 x magnification for attribute defects like kinks, weak spots, broken piece, fray, brittleness, roughness, fractured, frayed, scraped, severed, and/or notched suture but no defects were observed.complaint sample observed with white spots at several places. The foil pack was inspected under a 10 x magnification for any damage and multitude of wrinkles over the whole foil along with several pinholes at bottom cavity side of the pack were observed. Received needle was inspected against 10x magnification and observed to be bent. User instrument marks and bent up appearance right behind the bend area were observed. This indicated that the needle was grasped with unusual force. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for all test data along with tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of the lot. H3 additional investigation summary: five retain samples of incident code nw2493 and lot t9002 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. As the complaint is related to performance-fraying suture intra-op, suture visual inspection test is applicable parameter. The primary packs were opened, and sutures / needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. All the 05 retain samples were visually inspected under 10x magnification for attribute defects like roughness, fractured, frayed, scraped, severed, and/or notched suture but no defects were observed. All retain samples were also checked for loose or open braid/twist, uneven coating and/or thick coating, broomed end/tail, core protrusion but no attribute defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. In addition, knot pull tensile strength test was performed over five retained samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to meet the knot pull tensile strength requirement. This analysis shows that there was no issue related to processing of the lot. ¿the detected fraying of suture or loss of tensile strength issue may have been observed due to ingress of humidity through the pinholes that were observed on the foil¿. The observed pin holes might have generated during improper storage and handling of the product.

Manufacturer narrative:
(B)(4). Batch manufacturing records of nw2493/t9002 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value, needle pull-off value and found to meet the specification requirement. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cleft palate procedure on an unknown date and suture was used. During use in the procedure, the suture became friable. There were no adverse patient consequences reported.